Event description:
Patient had silicone breast implants placed in 1982. Patient developed painful capsular contractures. Recent mammogram showed possible rupture of both implants. Upon removal, right implant ruptured, left implant intact.